Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicated the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A consumer reported she is not happy her results following bilateral intraocular lens implant surgery. Her visual acuity is better following surgery, but she is upset that she still has to wear glasses. When she reads at night she sees shadows behind the print and she reports she has severe dry eyes since the surgery. Her visual acuity is 20/30 with correction and she states she did have dry eyes prior to surgery. Follow-up with her surgeon revealed that he feels this patient had unrealistic expectations and she was informed that some patient's had to wear to surgery for her dry eyes and is being treated for this condition. No further intervention is planned. Left eye (os) MDR#1119421-2006-00271, right eye (od) MDR#1119421-2006-00272.